Event description:
Reported as "the port and band are disconnected, the port was broken at the point of connection to the tube and was disconnected from the tube. The surgeon removed the port." Subsequently, received report about "band which does not function at all."